Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the clamp remains closed and does not reopen and the cut button does not work. There was no patient involvement.